Event description:
Rn was not able to pull out jp drain. Rn had not pulled many of them in the past. Charge rn went to room to assist and pt was sitting up in chair. Charge rn then had pt get into bed to remove jp. Released suction and pulled on jp caused pain. Charge rn stopped pulling and maintained steady pressure on tubing. When pt was ready, charge rn made 2nd attempt, started to pull on jp there was moderate resistance and tubing snapped. Surgeon called to assist in removal. He was unable to do so. Pt went to operating room under moderate sedation for removal of the rest of the drain. Preserved for MFR.